Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing noted on the current electrogram (egm). The atrial lead remains in use. No patient complications have been reported as a result of this event.